Event description:
It was reported that the water temperature did not decrease in an arctic sun device. The circulation water's overflow was suspected, so drained the water and refilled. It was done two times, but the issue was not improved. Per review of wo on 12nov2024, device was used on patient and no impact. Per follow up information received via mail on 12nov2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not replicated during evaluation. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature did not decrease in an arctic sun device. The circulation water's overflow was suspected, so drained the water and refilled. It was done two times, but the issue was not improved. Per review of wo on 12nov2024, device was used on patient and no impact. Per follow up information received via mail on 12nov2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation.